Event description:
It was reported the system responded with a l3-018 blue cable error just as the cable started rotating on the 4th sample. The customer also reports a green cable error but did not have the error number. After the error, the customer removed the probe and installed a new probe. The system initialized and the customer tried to take a test sample before re-entering the breast and the blue cable error occurred again. The customer stopped the case and rescheduled the pt. There was no pt consequence.